Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver sheared off inside the patient. The implant had been partially deployed and could not be loosened, however the physician was able to remove the damaged implant with a heavy clamp and the inserter instrument. All broken components were safely extracted from the patient, and the procedure was successfully completed using another device. The patient did not experience any reported complications. The damaged device will not be returned for analysis as it was retained by the medical facility.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver sheared off inside the patient. The implant had been partially deployed and could not be loosened, however the physician was able to remove the damaged implant with a heavy clamp and the inserter instrument. All broken components were safely extracted from the patient, and the procedure was successfully completed using another device. The patient did not experience any reported complications. The damaged device will not be returned for analysis as it was retained by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.